Event description:
He customer reported that while processing microwell plates on ortho summit processor, the osp reported negative absorbances microwell plate position a1. No error was generated by the osp. No death or serious injury was associated with this incident.